Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report of "would not power up" was observed and attributed to an integrated circuit on the ac charger assembly. The ac charger was replaced to resolve the report. The device was recertified and returned to the customer. The customer's report of "select 30j for test" is not a malfunction of the device. The message indicates that the 30 j test was being attempted with an incorrect joule selection setting. Reports of this nature do not meet our reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and displayed a "select 30j for test" error message. Complainant indicated that there was no patient involvement in the reported malfunction.